Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, high impedance and a high capture threshold were observed from the right ventricular (rv) lead. The patient will continue to be monitored remotely and was stable with no adverse consequences. Additional information was requested, but not yet received.